Event description:
The manufacturer received information that a trilogy ev300 ventilator failed active exhalation control module (aecm) verification testing. There was no patient involvement, and no harm or injury was reported. Repair of the device for the reported test failure indicates replacement of the proportional valve (aecm) and the 3-way solenoid valve is needed to address the issue. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.